Event description:
It was initially reported in clinic notes received dated (B)(6) 2010 that, "since the patient's last clinic visit, (B)(6) 2009, she had fairly stable seizure control with an average of 1-2 seizures/day until december when her seizures increased in frequency and became more intense. Presently, she has an average of 4-5 seizures/day." No changes were made on the patient's medication or vns parameters according to the increase in seizures. Diagnostics were shown to be within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date. In clinic notes dated (B)(6) 2010, the patient was noted as since improved with seizures.